Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's clinic visit, "+++" was displayed for the pt's flows (outside the manufacturer's acceptable range for speed and power). It was also noted by the vad coordinator that the pt experienced an increase in power, shortness of breath and edema. The pt's system controller log file was sent to the manufacturer and a preliminary review of the log file was conducted. It was noted that the lvad was running in primary mode and within normal ranges. Pi events were recorded, and there were some transient elevations in power, which appeared associated with pi events or power source changes. The pt was admitted into the hospital. A ramp study was performed and was negative. Changes were noted in speed in ventricle and aortic valve. The pump speed was then increased. The aortic valve was opening every third beat at 10400 rpms. The pt had continuously an increase in ldh up to 2900. In addition, the pt had a boil in his groin, which was drained and cultured. The pt was placed on heparin gtts and integrilin gtts which caused alveolar hemorrhage. The pt developed respiratory distress. The pt was transferred to ICU, was intubated on dopamine drip, had low blood pressure. The pt was broached, as he had pneumonia. The pump powers were between 6-10 watts (5-7 watts is pt's baseline). The pt's condition continued to deteriorate and the pt's family decided to discontinue support. The pt expired of sepsis/multi-system organ failure with suspected pump thrombus. The pt was not a candidate for a pump exchange per his condition. It was also reported that an autopsy was not performed on the pt, and the pt's pump and equipment will not be returned.